Event description:
Patient reported left side seroma and capsular contracture baker grade iii and a suspected bleeding diagnosed by an ultrasound. Patient later reported device rupture with silicone leakage discovered intraoperatively and "our client learned for the first time of risks... In particular, it was only there that she was informed of the recall." Device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under prid (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, bleeding, rupture, silicone leakage, anxiety-product/procedure.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2021-59046. Photo analysis: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed red capsular contracture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade iii/IV; seroma; "rupture with silicone leakage"; "suspected bleeding" additional, changed, and/or corrected data: b3, b5, b6, g2, h6, h10, h11.

Event description:
Patient reported right side seroma, capsular contracture baker grade iii, and a suspected bleeding of the right device diagnosed by an ultrasound. Patient representative later reported right side device rupture with silicone leakage discovered intraoperatively, "our client learned for the first time of risks", and "was informed of the recall." Healthcare professional reported right side "severe capsular contracture [baker] grade iii-IV". Device has been explanted.